Manufacturer narrative:
This report is submitted on september 14, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and abscess at implant site and subsequently the abscess was drained on (B)(6) 2016. Following procedure, the issues had reportedly resolved.

Manufacturer narrative:
(B)(4).